Event description:
It was reported that the customer¿s device audio was distorted. . In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate or verify the reported distorted audio issue. Physio did observe that the device was intermittently unable to turn on when the lid was opened. Physio determined that the cause of the device being unable to turn on was the lid switch, designator sw5. The cause of the distorted audio could not be determined. The device was archived by physio and the customer was sent a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device audio was distorted. In this state defibrillation therapy may be delayed or unavailable if needed. There was no patient use associated with the reported event.